Manufacturer narrative:
The reported field event of a sensing anomaly could not be confirmed. The device was tested on the bench, which includes impedance, sensing, pacing, and high voltage shock, and the device was normal. The cause of the sensing anomaly reported by the field remains undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05726. It was reported that the patient presented with high out of range rv impedance, high capture and decrease in sensing. The patient had received the device notifier that impedance was out of range. During the procedure, it was determined that the lead was an issue. The lead was explanted and replaced. However, when the new lead was screwed into the chronic generator, rv sensing issues were noticed. The physician decided to implant a new device as it was believed that the header was faulty and not sensing appropriately. The patient condition was stable.